Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by the g1 board failure. The exact cause of the failure of the g1 board could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, it may have failed due to deterioration over time, because six years and three months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(6) sales & marketing (ocsm). As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. The device did not start up due to a g1 board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the screen didn't show anything when the device was turned on. The patient was not yet anesthetized when the reported event occurred. The device was used in combination with an olympus video system center cv-290. The user replaced the device to another device and completed the intended procedure, bronchoscopy. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.